Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of the event. There was no report of an adverse event involving patient or user.